Event description:
It was reported that a patient applied a new freestyle libre 3 plus sensor and initially could not pair it with the ilet mobile app due to an incompatible app version; after troubleshooting and rescanning, pairing was successful and the ilet displayed sensor warm-up, consistent with an intermittent communication failure involving the antenna/electromagnetic communication components. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem consistent with intermittent communication failure related to the antenna/electromagnetic interface, which was resolved by rescanning and exclusive use of the ilet app. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
Initial.